Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. Visual examination of the returned unit shows the shape of the tubing has been altered using the stylet wire and there is some air present in both cuffs. This type of damage is indicative of the tracheal cuff coming in contact with a sharp utensil or object. The bronchial cuff was inflated /deflated three times and no issue noted. The reported defect could be detected on the unit returned for evaluation. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff was inflated and found that the tip airbag had a breakage and was leaking. There was no patient involvement.